Manufacturer narrative:
(B)(4). The unit was evaluated by the failure analysis department where the reported issue was reproduced and isolated to the on/off switch and wire harness. The unit was move to factory service for repair where the affected components were replaced and the unit tested. Unit is meeting all manufacturing specifications and was returned to the customer.

Event description:
The customer stated that while the respiratory therapist was bedside they observed the unit rebooting by itself. The patient was moved to a back up ventilator. The biomed checked the unit and confirmed the unit rebooting. There was no patient harm during this incident.